Event description:
It was reported patient experienced a shocking or jolting sensation. Patient indicated there is no known accident or incident related to this event. Patient noted shocking or jolting sensation on left side of the body, but could not distinguish where on the left side e.g. Arm, leg, or torso. The patient was admitted to the emergency room (ER) and an inpatient at the hospital. Patient's status was fair, but is in pain from the shocking. Patient indicated she no longer has patient programmer (pp) or implantable neuro stimulator (ins) that worked because it got fried when it was left in the car on a hot day. Patient noted a replacement set was on its way. Patient wanted device removed and did not want the stimulation anymore. Patient on/off options were reviewed until the ins can be checked by an hcp or company representative. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).